Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's power management board and detachable battery cable were replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.